Manufacturer narrative:
The investigation determined that imprecise amon quality control results were obtained from vitros control fluidson the vitros 250 analyzer. An ocd field engineer decontaminated the incubator subsystem and performed the 250 health check inspection procedure, returning the vitros 250 to expected operation. Following the maintenance activity, acceptable vitros amon performance has been observed. The root cause of this event is instrument related.

Event description:
A customer observed imprecise ammonia quality control results on the vitros 250 analyzer. No pt results were reported as quality control results were unacceptable. Biased results of the direction and magnitude observed may lead to inappropriate physician action should they occur on pt samples. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).